Event description:
It was reported several years after initial implant one of the patient¿s leads was causing a zapping/buzzing sensation; per the manufacturer device registry, the patient had an extension replaced, not a lead. It was noted it was the right brain affecting the left body. The patient¿s lead was replaced and the issue was resolved. The patient was doing good and it was still working.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v632931, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v139132, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot # v139132, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type extension. (B)(4).